Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopy, on the stapling phase, on the rectal tissue, the surgeon tried to staple the tissue, the handle was able to squeeze, the surgeon was able to press the green button but the handle was not able to fire the two reloads. They took another handle and reload to complete the case. There was no patient injury.